Event description:
Our ortho vitros 350 chemistry analyzer assigned the results of pt testing to the wrong pt. The machine selected the previous pt results it has processed and attached it the next pt put on to process. The wrong results were reported. Approx 5 mins later, a second set of results printed with vastly different results, the identifier has been removed by the analyzer. The specimen was reprogrammed and rerun. The results again printed without the pt identifier that had been assigned. These results agreed with the second set of results. A corrected report was issued and the ER was notified of the error. Ortho was contacted. Upon review of test results, I can see where the machine assigned the previous results of the last pt it has resulted. Request has been sent to the MFR for removal of this instrument from our facility asap. Request was made for removal of device from facility.